Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) => inside ¿ please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? =>the foreign matter seemed to be an ingredient of surgicel. ¿ are there any photos of the foreign matter available? =>no ¿ is it possible that the foreign material fell into packaging upon opening of device? =>no ¿ was the product seal on the foil still intact when the package was opened? =>yes ¿ was the procedure completed without any adverse effect to the patient? =>yes the following information was requested, but unavailable: ¿ what is the lot number? ¿ what was the texture? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and absorbable hemostat was used. There was a foreign matter (it seems like a fibrous material), which it is supposed to be a component of the absorbable hemostat, but it was not sure if there is a problem with the product, so it was stopped to use. No adverse patient consequences were reported. Additional information was requested.